Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Correction - b5, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, the adhesive on the light guide and objective lens(es) had peeled.

Event description:
It was observed that during the device evaluation, the distal end and the forceps elevator of the gastrointestinal videoscope had foreign objects and the channel tube had damage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The cause of the damage to the channel tube is likely due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.